Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal to middle portion of the rca, the adante balloon was suspected to have ruptured at 2 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), a bmw guidewire (size unknown), a 7f wiseguide fr4 guide catheter and a monarch inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as "good."